Manufacturer narrative:
The insulin pump alarmed a47 due to corrupted history files. Unable to complete download due to several a47 alarms noted in alarm history screen. The insulin pump passed displacement and self tests. The insulin pump was received with cracked case on display window corners, cracked lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the customer cannot upload the insulin pump in carelink personal. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.